Event description:
The patient reported after they were implanted they had stimulation in the wrong location. The stimulation was supposed to target their feet and toes but it was reaching the area. On (B)(6) 2013 the patient had a lead revision to lower one lead and to add two additional leads in an attempt to gain better coverage however it did not resolve the issue. The patient¿s health care provider (hcp) removed the patient¿s system on (B)(6) 2014 except for one lead because of scar tissue. The patient was then implanted with a pain pump. No outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), product type lead. (B)(4).